Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was an right ventricular (rv) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high pacing impedance. The lead was noted to be broken which was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Only visual analysis of the lead was performed. The analyst noted the conductor was not returned, therefore electrical testing could not be performed. If information is provided in the future, a supplemental report will be issued.